Event description:
Pt had the device placed as a primary tube (surgical placement) in 2001. The balloon broke after 4 days. Reinsertion was attempted, but a second surgery was necessary. One pt involved.